Event description:
It was reported, when the surgeon put the two screws in the oblong holes and on final tighten, both screws went through the plate.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.